Event description:
The customer called stating that his strips are not working accurately and he is getting high readings. The customer got a new bottle of test strips. He took a reading and got a result of 367 mg/dl. He did not feel like his blood sugar was high. He felt like his blood sugar was low. He took 5 units of insulin. His wife called the paramedics and they got a reading of 45 mg/dl. His other meter (not bayer) also gave a reading of 45mg/dl. A check standard result of 105mg/dl was within the 95-115mg/dl range. This showed the meter was not working electronically. The customer did not have control solution. Customer service advised the customer to send the meter and test strips back for evaluation.